Event description:
A surgeon reported that two pts (married couple) underwent uneventful bilateral intraocular lens (iol) implant surgeries with multifocal iols for refractive purposes due to slight hypermetropy and presbyopia. The immediate post-operative period was relatively good, but shortly after surgery the pts experienced disturbing light circles and a strong shine on glossy surfaces. They were not comfortable with their vision. They could not see the computer screen clearly, and reading was only possible with the use of strong light. Additional information has been requested. There are for medical device reports associated with this event. This report is for the female pt, left eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation would not identify a root cause. Not enough information was provided form the reporter to properly complete an investigation. Additional information has been requested. A completed questionnaire has not been received. (B)(4).